Manufacturer narrative:
Product analysis #(B)(4): complaint confirmed evaluation process: the generator was received in good cosmetic condition. Cut setting 6 was high during initial testing. Pearson testing showed high output on cut 6-10, coag 1,2, and 4-10. Rf leakage testing also showed a high output for coag 3. Root cause: calibrating the generator resolved the issue and the generator passed all functional testing within specifications.

Event description:
During analysis it was identified that the generator output settings were higher than the expected range on both cut and coag. The generator was calibrated and all measurements were retested and within specification. No patient involved in this incident therefore, patient information is not applicable.